Manufacturer narrative:
The smart card data and a photograph was provided by the customer for evaluation. The smart card data verifies an alarm #7: blood leak? (Centrifuge chamber) alarm occurred after 96 ml of whole blood was processed. The customer provided photograph verifies the centrifuge bowl leak/break as blood splatter is seen on the centrifuge chamber walls and leaked onto the pump deck. The centrifuge bowl is not contained in the bowl holder. A material trace of the bowl assembly and its components used to build lot h133 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause for the alarm #7: blood leak? (Centrifuge chamber) alarm was due to the centrifuge bowl break. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: 047994 p.t. (B)(6) 2020

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h133 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h133 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned smart card and photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl came out of the centrifuge bowl holder during the purging air phase of the procedure. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer stated the patient was fine and successfully completed a new treatment after on another instrument. The customer returned the smart card and a photograph for evaluation.